Event description:
The pt reported since she has lost weight her scs ipg is now very loose in the pocket site and it is difficult keeping her scs ipg in place to charge. The pt also reported the scs ipg is superficially located now. The pt fell at some point; however, the fall is not seeming to affect stimulation. The physician plans on replacing the scs ipg to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.